Event description:
Baxter reported that the device infused 50 mg of morphine in one hour instead of the expected 24 hours. The patient was somnolent and experienced diarrhea. The patient was admitted to emergency in 2006. No medical consequence due to the overinfusion event was reported. That same day, a gynecological infection was diagnosed and the patient was hospitalized. The patient recovered and was discharged three days later. The reporting facility reported that the overinfusion of morphine is due to user error. The doctor prescribed an infusion of 50 mg of morphine diluted to 250 ml with naci with a flow rate of 10 ml/hr fro 24 hours. The pharmacist should have used a 10 ml/hr infusor (infusor lv10ml/hr system, product code 2c1063k). Instead, the pharmacist used an intermate lv 250 ml/hr system which is designed to infuse 250 ml/hr. The visiting nurse who prepared and connected the device, should have noticed this mistake and should have requested another device from the pharmacy.